Manufacturer narrative:
Section a2: age corrected. Section d4: device information corrected. Section d6: implant/explant dates corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an ingested thrombus in the rotor that would have caused the decrease in flow to 0.0 liters per minute (lpm). However, a specific cause or origin for the ingested thrombus could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump header. The distal end of the pump cable was also returned, measuring approximately 15.25¿. The sealed outflow graft, outflow graft bend relief, and apical cuff were not returned. Disassembly of the returned pump revealed a red thrombus through the eye of the rotor, which completely occluded the main blood flow path through the rotor eye and vanes. The occlusive thrombus would have caused the reported decrease in flow to 0 lpm. Scratches were also noted on the sides of the rotor base that were indicative of contact with the rotor well. Ingestion of the thrombus could have caused the rotor to contact the rotor well, which would have resulted in the rotor scratch marks and presented as noise upon auscultation. The thrombus appeared consistent with an ingested thrombus as it was wedged into the rotor rather than adhered, and it was noted that the thrombus appeared to have a tissue-like texture. Examination of the remaining blood-contacting surfaces revealed no other depositions or thrombus formations that would have contributed to a flow or functional issue. The submitted log files and left ventricular assist device (lvad) log files retrieved from the returned device were reviewed and confirmed an acute decrease in flow to 0.0 lpm, which activated the low flow alarm. Moderate increases in rotor displacement and rotor noise were noted at the onset of the low flow, and these values remained mildly elevated while flow remained at 0 lpm. The log file findings were consistent with an ingestion into the rotor. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of heartmate 3 lvas, including peripheral thromboembolic event. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a biventricular assist device (bivad) patient started coughing. Right ventricular assist device (rvad) flows were 4.5 liter per minute (lpm) and dropped to zero post coughing. Rvad speed was at 4,500 revolution per minute (rpm) turned down to 4,000 rpm. Rvad power was at 2.8 watts, post coughing in chair power 2.0 -1.8 watts. The patient was at the time being re-intubated and plan was to have a trans-oesophageal echocardiogram (toe) followed by diagnostic assessments. They remained hemodynamically stable. Log files from rvad captured low flow events starting (B)(6) 2025 at 14:39 with a sudden drop in estimated flow to zero. It was noted a slight drop in pump power by maybe a half watt. 2.8 watts baseline and 2.2 to 2.1 during the initial start of the low flow events. It was also noted that the speed was dropped to 4000 rpm causing low pump current events and low speed advisory events due to the fixed speed set lower than the low-speed limit. There were no low flow events noted in the left ventricular assist device (lvad) log. The local team heard noise on auscultation, so the patient was taken to theatre promptly and the pump was exchanged due to pump thrombosis.